Event description:
Customer uses product to hold insulin infusion set, places iv3000 on skin, inserts needle through dressing, then places ported dressing on top. Dressing not adhering well, and infusion set dislodges.